Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously cause or contributed to pt injury. Device issue: stent dislodgement. It was reported that during preparation, when the protective sheath was removed from the stent delivery system (sds), the stent had dislodged and was stuck inside the protective sheath. The protective sheath may have been removed with a little strong force. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause of the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood or contrast visible. The stent implant was dislodged and located inside the orange protective sheath. The stylet was returned advanced through the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the marker bands. There was no damage noted to the sds. After removing the stent implant from the protective sheath, observed no damage to the stent implant. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information and results of the returned device analysis. Absence of blood or contrast on/in the returned device is consistent with the reported no pt involvement. The analysis of the returned device did find the stent dislodged from the balloon and located inside the protective sheath as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, forced sheath removal or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It was gathered from the incident information that the protective sheath may have been removed with force, and the returned stylet was noted advanced through the stent implant. These factors may have contributed to the reported stent dislodgment. There is no indication to suggest that the protective sheath was undersized or that the stent implant was oversized. The inner diameter of the returned protective sheath and the outer diameters of stent implant were found to be within manufacturing criteria. There was no damage noted to the sds. Based on the incident information and results of the returned device analysis, the exact cause of the stent dislodgement is unk. However, there is no indication of a quality issue. The review of the finished device lot history records did not reveal any non-conforming material reports and a query of the complaint-handling database indicated that there have been no other complaints reported for this part / lot number combination. This MDR is considered closed by the product performance group.